Event description:
Bayer case number: (B)(4). First degree burns/heat scalding on my skin [first degree burns]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of burns first degree ("first degree burns/heat scalding on my skin") in a female patient who received midol heat vibes medicated plaster (lot no. Unknown) for menstrual disorder. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes at an unspecified dose and frequency. On an unknown date she experienced burns first degree (seriousness criterion medically important). It was unknown whether any action was taken with midol heat vibes. At the time of the report, the outcome of the event was unknown. The reporter considered burns first degree to be related to midol heat vibes administration. The reporter commented: I used the patch as directed on the outside of my underwear and for only about 2 1/2 to 3 hours at most. The most recent follow-up information incorporated above includes data received on: 20-mar-2026: no new information was received. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). First degree burns/heat scaldiing on my skin [first degree burns]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of burns first degree ("first degree burns/heat scaldiing on my skin") in a female patient who received midol heat vibes medicated plaster (lot no. Unkunknown) for menstrual disorder. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes at an unspecified dose and frequency. On an unknown date she experienced burns first degree (seriousness criterion medically important). It was unknown whether any action was taken with midol heat vibes. At the time of the report, the outcome of the event was unknown. The reporter considered burns first degree to be related to midol heat vibes administration. The reporter commented: I used the patch as directed on the outside of my underwear and for only about 2 1/2 to 3 hours at most. Quality-safety evaluation of ptc: for midol heat vibes: previous complaints regarding burning issues, were found to be a result of incorrect usage or lack of information provided by the consumers. Furthermore, after conducting an internal investigation, we determined that the average temperature of the retained samples remained within the specified criteria. Based on the assessment of the information provided regarding this complaint, we cannot conclude this situation. Because the batch number being unknown is a major concern as it makes it difficult to track the specific product batch record and review the retained sample. There is also no evidence provided to verify the claimed excessive heat issue. Moreover, crucial details are missing, such as the exact application method of the patch. However, it is important to note that individual perceptions of the product's heat sensation can vary widely. Factors like the patch's placement, skin interaction, user activity, and clothing type can influence how a consumer perceives the product's effect. An in-depth ptc investigation cannot be conducted by the quality unit as neither a batch number nor sample was provided. A quality defect could not be confirmed. Therefore, there is no reason to suspect a causal relationship between the reported event and a quality defect. The reported event is not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 28 april 2026: quality-safety evaluation of product technical complaint was received. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.